Event description:
Event occurred regarding a plum 360 infuser where it was reported that the device shutting off while in patient treatment. There was patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.